Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The atrial lead was repositioned. No phrenic nerve stimulation was noted after the procedure. The patient was stable and being monitored.